Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stacks. The insulin pump powered up properly, problem isolated to electronic assembly. Unable to perform displacement test and self-test due to blank display. Unable to confirm alarms due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a program alarm anomaly, motor error alarm and unexpected restart from the insulin pump. The customer stated that they received many alarms during normal use. The customer's blood glucose reading was 187 mg/dl. The customer will be sent a replacement pump.